Event description:
Caller states the voicemate system spoke a blood glucose result of 50 mg/dl, and the advantage displayed result of 2.8. Caller did not know if mg/dl or mmol/l appeared following the result of 2.8. No adverse event reported. Requested return of suspect device, and replacement was sent.